Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported an issue with the charge and shock buttons on the device. There was no reported pt involvement.